Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and also insulin pump had motor error alarm. The customer¿s blood glucose level was 454 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin injection. Customer reported that the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to successfully clear the alarm. After priming the insulin pump again shoots motor error alarm. The customer declined troubleshooting for high blood glucose value because they knows that the high blood glucose caused due to motor error on the insulin pump. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.